Event description:
It was reported that during the implant procedure, no capture was observed on the electrocardiogram. Another device was used. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found. .